Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 22 events were reported for this quarter. Product return status: 21 devices were received. 1 device investigation type has not yet been determined. Evaluation status: confirmed: 7 reported events were confirmed during testing. 6 devices were found to be affected by internal corrosion. 1 device was found to be affected by compromised lubrication. Not confirmed: 8 reported events were not confirmed during testing; however: 6 devices were found to be affected by internal corrosion. 2 devices were found to be affected by compromised lubrication. 4 reported events were not confirmed during testing. In progress: 2 device evaluations are in progress. Additional information: 22  devices were not labeled for single-use. 22 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 22 previously reported events are included in this follow-up record.   Product return status 20 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined.   Event confirmation status 7 reported events were confirmed; the cause traced to component failure. 13 reported events were not confirmed. Evaluation results 12 devices were found to be affected by internal corrosion. 4 devices were found to be affected by a lubrication problem. 4 devices had no device problem found.